Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/15/2020. Additional information: d10, h6. Additional h3 investigation summary: one empty labeled winding former, a dispensed suture and one detached needle of product code vcp358 were returned for analysis. During the visual inspection of the needle the swage and attachment area were as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause of the performance pull off - suture needle is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what was the initial procedure? Unknown what is the event day and procedure date: (B)(6). A manufacturing record evaluation was performed for the finished device (B)(4), and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.